Manufacturer narrative:
Updated d4, h4, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of the evolutfx+ 26 transcatheter aortic valve for the treatment of severe aortic stenosis, there was difficulty obtaining iliac-femoral access due to circumferential calcifications and vessel calibers at the limit for the passage of the 14 fr-eq system. After surgical isolation and successful placement of a 14 fr introducer sheath, the delivery catheter system (dcs) became stuck in a stenotic segment of the external iliac artery. Percutaneous transluminal angioplasty with a 6 millimeter peripheral balloon and shockwave therapy with a 7 millimeter balloon were performed, but the delivery system was unable to navigate the external iliac artery. The procedure was subsequently abandoned.